Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (endoleak). (Unknown cause of the event). Conclusion: (unknown cause of event).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 27 mm in length and it was 20, 19, 19.4 and 21.5 mm in diameter from proximal to distal. The neck had very little calcification. It was reported that the patient presented with abdominal pain and a repeat CT scan was done. The aneurysm size remained the same. The 25 mm diameter stent graft was not grossly oversized, and even if it were oversized in the proximal neck, it should be sealed nicely in the distal neck. What was noticed was a very impressive ima and two very large sets of lumbars consistent with what is seen on the post op as far as a type ii endoleak is concerned. Perhaps there was some infolding of the stent graft, contributing to a type I endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. Film review of returned films post-implant show that the stent graft od is approximately 20mm within the proximal neck. No obvious infolding was seen. There is a likely proximal type I endoleak, but cannot rule out a type ii. The aaa size is 5.4cm. The patient exhibits moderate to heavy calcification in the aorta and branch vessels. The cause of the endoleak could not be determined.